Manufacturer narrative:
No product non-conformance was identified through the course of the investigation. Although unknown, the discrepancy observed is likely due to site/ sample specific factors. Additionally, the complaint kit lot was tested and results met specifications. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s "reasonably suggests" requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the (B)(6), alleged multiple false positive results with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g10466. All of the samples alleged were invalid for target 1 and positive for target 2. The ic for sample 1 was also invalid. Although requested data and lot information was only provided for one of the samples alleged, sample 1. All of the samples alleged were from the same collection except, sample 1, this sample was recollected because the customer could not locate the sample in time so they requested a new sample from the patient. Although requested the only sample type information provided was that it was a nose/throat swab. The customer was unsure of the collection used, but thinks it was medical wire, virocult. The customer is performing a pre-lysis of samples with magbead viral rna lysis buffer with a 1:1 ratio the heated to 80 degrees celsius for 20 minutes prior to loading onto the c6800 system. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt)or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. None of the results generated by the cobas® test were reported out by the customer. No harm or injury was indicated. The negative results generated on a different system were reported out. A review of the controls in the data provided showed the controls performed in line with internal release data and the positive control curve did not show any major shifts or suppressions. An investigation was performed to rule out any reagent kit contribution and no product problem was identified. Although unknown, the discrepancy observed is likely due to site / sample specific factors. Based on the investigation performed and the information provided in this case there is no indication the test is not functioning as intended.